Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery dropped from 60% to 45% after being connected to a power source. In addition, the customer was having difficulty charging the pump. The customer's blood glucose level was not impacted. The pump battery was at 100% at the time of the report and the customer declined further troubleshooting. Reportedly the customer will continue to use the pump for insulin therapy and monitor the pump battery.